Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) reservoir due to an unspecified reason. The ipp reservoir was explanted and a new 100 ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.